Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3784 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3784 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) ensuring that all fragments of the coil were removed from the abdomen under direct visualization. [Device breakage]. Embedded essure coils [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("ensuring that all fragments of the coil were removed from the abdomen under direct visualization.") And embedded device ("embedded essure coils") in a 45-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section in 2012 and abortion, parity 5, multi gravida, alcohol use, smoker (the patient smokes 5 cigarettes per week for the last 10 years), lumbar spondylosis, low back pain and sexually transmitted disease. Concurrent conditions were listed as endometriosis, spotting vaginal, abdominal pain, epigastric pain, chills, dizziness, deep venous thrombosis prophylaxis, prophylaxis, obesity, blood pressure increased, nausea, urinary tract infection and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced device breakage (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). The patient was treated with percocet (oxycodone hydrochloride, paracetamol) and ibuprofen as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: discrepancy noted in essure removal date (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.72 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: not available. [Ultrasound scan vagina] on (B)(6) 2021: uterus: on transabdominal and transvaginal scanning, the uterus is anteverted in position. The uterus measures 9 x 5.7 x 6.3 cm. The uterus appears sonographically normal. Endometrial stripe: the endometrial stripe measures 14 mm in its maximum ap dimension. The endometrial stripe appears sonographically normal. Right ovary: the right ovary measures 4.1 x 2.5 x 2.3 cm. The right ovary appears sonographically normal. Left ovary: the left ovary measures 2.7 x 1.8 x 1.8 cm. The left ovary appears sonographically normal.; on (B)(6) 2022: findings: uterus: on transabdominal and transvaginal scanning, the uterus is anteverted in position. The uterus measures 7.4 x 4 x 4.3 cm. The fundus has a globular shape with small myometrial cystic structures in the anterior fundus. There is diffuse parallel shadowing of the fundus. There is a 1.3 x 1 x 1.3 cm cystic structure in the posterior cervix containing complex fluid with increased through transmission, likely a nabothian cyst. Endometrial stripe: the endometrial stripe measures 6 mm in its maximum ap dimension. The endometrial stripe appears sonographically normal. Right ovary: the right ovary measures 2.9 x 1.8 x 1.4 cm. The right ovary appears sonographically normal. Left ovary: the left ovary measures 3.4 x 1.6 x 2 cm. The left ovary appears sonographically normal. There is a 0.3 cm echogenic foci in the left ovary, likely a calcification or hemorrhagic cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Event device removal is replaced with device breakage. New event device embedded added. Additional reporter added. Medical history, treatment drugs & lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.